Manufacturer narrative:
(B)(4). During baxter's evaluation of the device it was found that the device failed flow rate testing at a low rate. The evaluation found the cause to be the upper and lower valve travel out of specification. The upper and lower valve travel were recalibrated and the unit was reworked.

Event description:
During baxter's evaluation, a device failed to pass flow rate testing. There was no patient involvement.